Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci s total benign hysterectomy procedure the fenestrated bipolar forceps instrument cable was noted to be in a loop and slightly frayed. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint. No cables were found in any loops. Engineering found the pitch cable frayed at the distal clevis hub. No damage was found at the clevis. No other cable damage was found. The instrument passed electrical continuity testing. There was an indentation at the edge of the distal pulley. The evidence was inconclusive but the damage was likely due to mishandling. There were visible scratches on the surface of the pulley. The one grip was bent, causing side-to-side misalignment of the grips. There was a .118¿ offset at the tips, indicating overloading at the tip. The distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive but the damage was most likely due to mishandling. The instruments and accessories user manual specifically states: general precautions and warnings to handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.